Event description:
After successful use of the device in treating a saphenous vein graft, when the device was removed from the pt, the distal marker band was no longer on the catheter. The marker band was located in the pt and successfully removed. There were no clinical consequences to the pt.

Manufacturer narrative:
Device was not returned. No evaluation was possible. Investigational summary: the device was not returned for evaluation. Review of the manufacturing records confirm the validated process for swaging the marker bands into place is in control. Further, upon receipt of each batch of marker bands and catheter tubing, testing is performed to confirm the marker band retention force remains within specified limits. No determination as to the cause of this event could be made.